Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.9, retest1 inratio: 2.3, retest2 inratio: >7.5, lab: 2.6.

Manufacturer narrative:
Investigation pending.